Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, the helix of this right atrial (ra) lead was observed to be difficult to extend and retract. Upon positioning the ra lead and connecting it to the device, it exhibited a high out of range pacing impedance value of greater than 3000 ohms. The ra lead was disconnected and tested again with a pacing system analyzer where it exhibited impedances of over 4000 ohms as well as oversensing of noise. The physician decided to remove and replace the ra lead prior to pocket closure and it was never in service. No adverse patient effects were reported. The physician suspected a potential lead fracture to be the cause of the reported observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during an implant procedure, the helix of this right atrial (ra) lead was observed to be difficult to extend and retract. Upon positioning the ra lead and connecting it to the device, it exhibited a high out of range pacing impedance value of greater than 3000 ohms. The ra lead was disconnected and tested again with a pacing system analyzer where it exhibited impedances of over 4000 ohms as well as oversensing of noise. The physician decided to remove and replace the ra lead prior to pocket closure and it was never in service. No adverse patient effects were reported. The physician suspected a potential lead fracture to be the cause of the reported observations.